Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip and battery tube threads, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked reservoir tube window and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, low reservoir, low battery, and other alarms. The reservoir was full but the insulin pump did not register it. Customer's blood glucose level dropped from 137 mg/dl to 89 mg/dl. She had juice and her blood glucose level went up to 250 mg/dl. The low reservoir alarm was not in the alarm history. The no delivery alarm was resolved with a complete set change. Cracks were forming on the insulin pump's compartments. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.